Event description:
It was reported the patient experienced persistent pain at the ipg pocket site. Surgical intervention was undertaken on (B)(6) 2018 and the pocket site was repositioned which resolved the issue.

Event description:
Follow up information revealed the pain at the ipg site was due to skin irritation. The issue has resolved following the revision.